Manufacturer narrative:
This complaint will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to infection (left). The patient had an excision with spacer on (B)(6) 2018 and on (B)(6) 2018 had the full revision.